Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent of the device was detached from the delivery system and was received on a 0.013in guidewire. The stent struts were severely bunched together and distorted. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The balloon material was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The bumper tip of the device showed no signs of damage. A visual and tactile examination found that the distal end of the shaft polymer extrusion was kinked in two locations within 10mm of the bi-component bond. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x16mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the stent detached while passing through the lesion. The device was removed and the procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x16mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the stent detached while passing through the lesion. The device was removed and the procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).